Manufacturer narrative:
The company representative examined the system and checked the ultrasonic module for phaco power control, and tested the handpiece on both ports; no problem was found. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system's event log was downloaded for review. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported poor phacoemulsification power during a cataract extraction procedure. The system was switched out with a 10 minute delay. The procedure was completed with no harm to the patient.